Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with complaints of light headedness & dizziness. Upon interrogation it was noted that the atrial lead was not capturing in unipolar configuration. Visual phrenic nerve stimulation was observed when programmed to bipolar. The lead was reprogrammed. Lead revision was discussed. The patient was stable interrogation. The patient did not have any phrenic nerve stimulation upon leaving the clinic.